Manufacturer narrative:
Corrected data: e1 (initial reporter and site name). Updated data: e1 (address).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the deterioration of manifold drive and doppler probe damaged. Fse replaced drive manifold (0104-00-0018) and probe (0154-01-0005) confirmed that it is working properly. Test run performed and equipment is in good working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check at the facility, the cs300 intra-aortic balloon pump (iabp) had damage to doppler flow meter and manifold drive noise. There was no patient involvement.